Manufacturer narrative:
Concomitant products: 18875, 18875 7.5mm taperguard evac trachealx10, (lot# 25b0060jzx) 18880, 18880 8.0mm taperguard evac trachealx10, (lot# 24k0232jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube experienced cuff leak in a patient who was on a ventilator for approximately 16 days. The initial 7.5mm tube was used for 8 days before a leak was observed, prompting replacement with an 8.0mm endotracheal tube. The 8.0mm tube also developed a leak within the same day and was replaced again, but the subsequent 8.0mm tube leaked after a few hours. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report has been found to be a duplicate of the regulatory report # 9681384-2025-00833. Any new information received for this event will be reported under regulatory report # 9681384-2025-00833. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.